Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The report states: bilateral patient. Litigation papers allege that patient began to suffer from persistent severe pain and discomfort in his hips, lower back, legs, and knees caused by the asr hips which has increased over time. Patient suffered and continues to suffer symptoms including, but not limited to pain, elevated cobalt and chromium levels, pseudo tumors, loosening, weakness, decreased range of motions, and difficulty with activities of daily living such as walking and standing after being seated. The pain awakes patient continuously through the night disrupting his sleep patterns. Patients implants click and pop. Additionally, he has suffered loss of muscle mass and deterioration of soft tissues. Doctors examined and advised patient he suffers from substantially elevated cobalt and chromium metal ions in his blood stream and pooling of heavy metals as a result of the faulty asr hip design. The increased presence of said metal ions in the patients bloodstream can cause significant health problems, the exacerbation of pre-existing conditions, while subjecting the patient to increased medical diagnosis and treatments. Doctors have advised patient he suffers from pseudo tumors in both hips which contain sacks of fluid around his joints. Doctors advised patient he will need to undergo revision surgery on both hips, in the coming months. Doi: (B)(6) 2008 - dor: no revision reported at this time. (Left side). Doi: (B)(6) 2008 - dor: no revision reported at this time. (Right side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation once it has been completed.

Event description:
Bilateral pt. Litigation papers allege that pt began to suffer from persistent severe pain and discomfort in his hips, lower back, legs, and knees caused by the asr hips which has increased over time. Pt suffered and continues to suffer symptoms including, but not limited to pain, elevated cobalt and chromium levels, pseudo tumors, loosening, weakness, decreased range of motions, and difficulty with activities of daily living such as walking and standing after being seated. The pain awakes pt continuously through the night disrupting his sleep patterns. Pt's implants click and pop. Additionally, he has suffered loss of muscle mass and deterioration of soft tissues. Doctors examined and advised pt he suffers from substantially elevated cobalt and chromium metal ions in his blood stream and pooling of heavy metals as a result of the faulty asr hip design. The increased presence of said metal ions in the pt's bloodstream can cause significant health problems, the exacerbation of pre-existing conditions, while subjecting the pt to increased medical diagnosis and treatments. Doctors have advised pt he suffers from pseudo tumors in both hips which contain sacks of fluid around his joints. Doctors advised pt he will need to undergo revision surgery on both hips, in the coming months.